Manufacturer narrative:
A review of tickets for architect hbsag qualitative ii, lot 90147fn00, determined normal complaint activity and no trends were identified for the products for the complaint issue. A review of reference files attached to the complaint ticket confirmed the customer's observations. Precision test data provided indicated no particular imprecision issues. Historical performance in the field of architect hbsag qualitative ii, lot 90147fn00, using world wide data through abbottlink was reviewed, and determined no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the architect hbsag qualitative ii assay, lot 90147fn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported (B)(6) architect hbsag results on one patient. The results provided were: on (B)(6) 2018, (B)(6). There was no reported impact to patient management.